Event description:
It was reported that the patient was readmitted from acute rehab on (B)(6) 2022 with melena, abdominal pain and malaise. They were transfused with 2 units of blood, had stable labs, and anticoagulation was resumed. Aspirin had been held since admission. Patient developed leukocytosis while hospitalized as well as pancreatitis. The patient was intubated, and low flow alarms occurred. On the morning of (B)(6) 2022, the patient developed acute neurological changes and found to have 5.6 cm intraparenchymal hematoma on their brain seen via computerized tomography (CT) scan. The patient suffered cardiac arrest and expired that same day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The report of low flow alarms could not be confirmed as no log files were provided for review. The heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke, and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Both the IFU and patient handbook also provide information regarding how to prevent infection. Lastly, both the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022 review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding, stroke, infection (localized, driveline, pump pocket or pseudo pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.